Manufacturer narrative:
The field service engineer (fse) replaced the diluent filters and flushed sample probe. The fse verified valve activity for pinch valves vl08, vl10 and vl11. The fse performed multiple shutdown and startup cycles backgrounds repeatedly and noted all passed. The fse verified quality control (qc) and reproducibility. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported a small puddle of diluent leaked underneath the probe outside the instrument involving the coulter act diff 12 analyzer. The customer performed five system startups and platelet results passed. The customer noted two drops of diluent dripped from the probe on the last system startup. The customer then performed an air blank and quality control and noted no fluid dripped and controls were within specification. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patience consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.